Manufacturer narrative:
Corrected information was updated in h.11. Mfg report num was updated to 2523835-2025-01143. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare care professional reported that irrigation cannula clogged before the cataract with intraocular lens implant surgery. The surgery was completed after replacing the product with another one. There was no contact with the patient.

Event description:
Additional information received clarifying that the event was only related with hydro dissection cannula.

Manufacturer narrative:
Additional information provided in b.5. And h.11. Upon receipt of the new information, it was confirmed that there was no issue with the surgical procedure pack. Furthermore, the reporter confirmed that issue was solely related to the hydro dissection cannula. All additional reports for the cannula will be submitted under mfg report num 1644019-2025-03884. The manufacturer internal reference number is: (B)(4).